Event description:
It was reported that the patient underwent a planned removal of screws in the lumbar area. It was reported that the screwdriver was used to remove a bone screw from the patient when the tip of the driver broke off in the screw. The tip of the driver was left in the bone screw and the screw along with another bone screw were left in the patient.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.